Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during 1st call, nurse stated that the patient has been at targeted temperature (tt) was of 33.5c and maintaining but now arctic sun device kept alerting 113 (reduced water temperature control. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1.3 l/m. Neonatal pads in place. System diagnostics showed that the outlet monitor temperature (t1) was 29.2c, outlet control temperature (t2) was 29.6c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0, heater was 50, water reservoir level (wrl) was 4, system hours were 4009.6 and pump hours were 3935.5. Nurse stated that water increasing now into 30s. Verified they were on the cool patient side that was flashing. Advised to swap out to alternate device and send to biomed labeled 113 for evaluation sn dydvy018. During 2nd call, nurse swapped out to new device and getting alert 01 (patient line open) and 02 (low flow). Patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21.9c, water flow rate (wfr) was 0 l/m. Neonatal pads in place. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Had nurse straighten the lines as much as possible but noted there was some minor obstruction. Encouraged to add rolled blanks under pads lines where possible kinks present. Restarted therapy and water flow rate (wfr) was stabilized to 0.7 l/m. Water temperature (wt) was starting to increase. Advised device was trying to get the patient back to the targeted temperature (tt) was so it was responding how expected. Also noted if water flow rate (wfr) dropped below 0.6 l/m to call back for additional trouble shooting.

Event description:
It was reported that the during 1st call, nurse stated that the patient has been at targeted temperature (tt) was of 33.5c and maintaining but now arctic sun device kept alerting 113 (reduced water temperature control). Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1.3 l/m. Neonatal pads in place. System diagnostics showed that the outlet monitor temperature (t1) was 29.2c, outlet control temperature (t2) was 29.6c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0, heater was 50, water reservoir level (wrl) was 4, system hours were 4009.6 and pump hours were 3935.5. Nurse stated that water increasing now into 30s. Verified they were on the cool patient side that was flashing. Advised to swap out to alternate device and send to biomed labeled 113 for evaluation sn dydvy018. During 2nd call, nurse swapped out to new device and getting alert 01 (patient line open) and 02 (low flow). Patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21.9c, water flow rate (wfr) was 0 l/m. Neonatal pads in place. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Had nurse straighten the lines as much as possible but noted there was some minor obstruction. Encouraged to add rolled blanks under pads lines where possible kinks present. Restarted therapy and water flow rate (wfr) was stabilized to 0.7 l/m. Water temperature (wt) was starting to increase. Advised device was trying to get the patient back to the targeted temperature (tt) was so it was responding how expected. Also noted if water flow rate (wfr) dropped below 0.6 l/m to call back for additional trouble shooting.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Performed pm procedure. Serviced circulation pump. Replaced heater, drain valves. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.